Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event is unknown this report is for two unknown screws. This is report 1 of 1 for (B)(4). This report is for two unknown screws. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent surgery for hallux rigidus (advanced/chronic osteoarthritis of the 1st metatarsophalangeal joint ¿ mtp). Patient had surgery on (B)(6) 2010 with postop plate breakage, pain and non-union. Patient revised to plate and screw construct on (B)(6) 2010 with postop screw breakage and revision surgery on (B)(6) 2011 median eminectomy of the 1st mtp. Ossification present. On (B)(6) 2011 x-rays taken of right foot. Most distal and 3 most proximal dorsal screws are fragmented. Remaining hardware appears intact. Calcaneal enthesopathy is noted. Post surgical changes related to 1st mtp arthrodesis with interval fragmentation of 4 dorsal screws. On (B)(6) 2011 x-rays taken. Chronic swelling and inflammation over the right great toe and persistent pain with ambulation. Patient has cock-up foot deformity with difficulty walking. X-rays showed a nonunion with multiple screws and a plate failure. Hardware failure twice ((B)(6) 2010). On (B)(6) 2011 CT scans taken. Re-demonstration of hardware failure with fracture of multiple screws and mild lifting of dorsal plate without significant interval change from (B)(6) 2011. Multiple ossific fragments at 1st mtp joint. Advanced osteoarthritic changes at sesamoid articulation and moderate midfoot degenerative changes most prominent at 3rd and 4th tarsometatarsal joints and mild hindfoot osteoarthritic changes. Calcaneal enthesopathy most prominent at origin of medial plantar fascia. Helical CT images taken shows 1st mtp nonunion. On (B)(6) 2011 follow up visit ¿sedimentation rate and c-reactive protein (crp) were normal. CT scan shows persistent nonunion through mtp joint. On (B)(6) 2011, patient underwent revision surgery to remove plate and screw construct. Cultures taken of right foot intraoperatively on (B)(6) 2011¿no organisms seen. Avascular area debrided and sliding graft technique was performed for nonunion. Calcaneal bone graft harvested and packed into nonunion area. Hardware removed with broken screws and bone graft was applied. The sliding graft was applied over 1st mtp joint, and new plate-synthes variable angle locking plate was placed. Fluoroscopy showed good alignment. On (B)(6) 2012 -nonunion 1st mtp with removal of hardware, bone grafting, and repeat fusion. Foot has anatomic alignment. Patient in removal cast boot. Surgeon plans to order bone stimulator. On (B)(6) 2012 ¿ follow up visit and x-rays taken of the right foot shows early solid fusion ¿ 1st mtp fusion. Has good alignment and has typical swelling. On (B)(6) 2012 ¿ follow up visit with CT scan and x-rays taken of the right foot shows solid fusion. Status post first mtp fusion. Patient is still having some pain over the foot when he walks and cannot toe off because of some pain, swelling and stiffness in that area. This is the 3rd surgery. X-rays & CT scan taken on (B)(6) 2012 shows solid fusion and great toe mtp appears fused. Status post first mtp revision fusion with x-rays taken on (B)(6) 2012. Patient experienced pain and stiffness. Full weightbearing. Incisions well healed with good alignment. Thickening and swelling of foot. CT scans taken (B)(6) 2012 showed 30-40% fusion in the mtp joint with stable remaining area. Hardware has 2 small broken screws. Rest of screws are well aligned. Distal aspect of the 1st mtp arthrodesis has advanced partial incorporation. Fixation screws with fracture of most proximal 4th screw and distal most repair screws. Some progression of advanced partial healing of great toe mtp arthrodesis. Patient is status post first mtp fusion for a failed nonunion and approximately 7 months postop on (B)(6) 2012. X-rays showed solid fusion of at least 50% of area. Hardware has a couple of broken screws. It is unknown if patient underwent another revision surgery to remove the 2 broken screws implanted on (B)(6) 2011. This complaint involves two devices (postoperative screw breakage x 2) for the implant surgery date of (B)(6) 2011. Unknown if hardware was explanted.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient recently passed away. The date and cause of death was not provided.